Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the device performed to specifications. The touch screen was responsive throughout the evaluation. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. The device was not in use when the fault occurred, therefore, there was no patient involvement.